Event description:
Rptr considers the s/o/r, the warnings & the precautions in comparison to the other mfrs' to be not strict enough since they allow a surgeon to apply the device simply by studying the literature or only by reading the instructions. Other mfrs are recommending post-graduate course or seminar to be attended by the surgeon & to start with less complicated fractures before attempting its use in unstable difficult fractures. As a result of the application of this product the surgeon relying only on the instructions given in the surgical technique the product was grossly misused & consequently abused causing irreversible & permanent damages to rptr. Co's surgical technique does not include any post-op instructions regarding hardware removal therefore after 36 months after the initial procedure the implant with interlocking screws is still in place, although other mfrs recommend the hardware to be removed in part or completely within an average of 20 months after application. The device's interlocking structures provide partial cross-locking transfixing only the posterior part of the tibial head. Disadvantage: diminished tolerance to weight bearing. Advantage: the self-tapping screws can be inserted without a targeting device through the already existing hole made by the awl.the system's complete tibial rod consists of 2 separate units, the tibial rod itself & the so-called locking device. This inherently carries the risk that the locking device can be left out inadvertently. In case it happens it can cause permanent disability to a pt & considerable legal problems to the MFR. If it falls into wrong hands & it is not reattached, it provides ground for misuse & abuse. This product's main shortcoming is that its part- &-parcel proximal adaptor can get left out very easily. We must presume the possibility that the locking device eventually gets left out, & in this case one must take the consequences into consideration i.e. Further surgical intervention & add'l med expenses for the pts, & possible legal consequences for both the surgeon & the MFR. Rptr recommends a 2nd safety hole.